Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and seizures.

Event description:
It was reported that there was no readings or alerts on the receiver or app. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2020. On (B)(6) 2020, the patient was not feeling well and started seizing. The patient¿s caregiver checked the continuous glucose monitor (cgm) and there were no values or alerts; a finger stick was performed and the patient¿s blood glucose (bg) was over 600 mg/dl. The patient was given 5 units of insulin subcutaneously and taken to the closest emergency department (ed). Upon arrival to the ed, her bg had decreased; however, she continued to have seizures. The patient was transferred to a larger hospital where she was admitted for five days and treated for hyperglycemia and an unspecified infection. The patient and her caregiver were unaware that the cgm was not working and unable to provide values or alerts. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.